Event description:
During device evaluation by baxter on colleague infusion pump, a failure code 810:11 was found in the event history. The assignable cause for this failure code was determined to be out of calibration air in line printed circuit board. There is no patient injury or medical intervention associated with this report. No additional information is available. This device utilizes user interface module master software version 6.13.90 categorized as remediated.

Manufacturer narrative:
The condition of failure code 810:11 was found and confirmed in the event history. The condition is due to the ail pcb (air-in-line printed circuit board) being out of calibration. The ail pcb was recalibrated. (B)(4).

Event description:
It was reported that during a laparoscopic myomectomy, the generator sounded the tone the same as if the instrument was running through the testing cycle. There was no error code on the display panel. No pt consequences were reported.

Manufacturer narrative:
(B)(4). The root cause investigation for the reported problem is in progress through (B)(4).

Manufacturer narrative:
Additional information: during a review of the pump's event history by baxter the reported condition occurred on (B)(6), 2010 and was found to have interrupted delivery. (B)(4).